Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 461 mg/dl and 356 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer stated that the insulin pump had received insulin flow blocked alarm. Customer was reporting a past event. Customer reported that the alarm did not occur during fill tubing. Customer reported that the event was resolved by infusion set change. Customer stated that the site was not sticking. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.